Event description:
It was reported that an exactamix syringe inlet had particulate matter (pm) in the device. The pm was described as, ¿hair/plastic stripe¿. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.